Manufacturer narrative:
Insulin pump monitored for several days. Device received with all operating currents within spec and passed a21 error test and displacement test. No unexpected battery out limit alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed off no power alarm without a low battery warning. The customer¿s blood glucose level was 219 mg/dl at the time of the incident. Customer stated that the insulin pump will not power on. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.